Event description:
It was reported that the cardiosave intra aortic balloon pump experienced repeated complications. There was no harm or injury reported to the patient at this time.

Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6). Event site telephone: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.